Event description:
After 5 months of implantation, this lead was explanted because of an infection and erosion. Note: the pacemaker that was attached to this lead was also removed and reported on an MDR. Ela medical was not aware of this incident until november 13, 2003.